Manufacturer narrative:
(B)(4). Mfg site name - freudenberg medical. The complainant indicated that the device is contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle¿ lite was used during a sacrospinous ligament fixation with posterior graft procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was found inside the capio cage. The procedure was completed with another pinnacle¿ lite. There were no patient complications reported as a result of this event.